Manufacturer narrative:
The field service engineer checked the analyzer and was unable to determine a cause. He recalibrated the assay and performed precision testing. The investigation was unable to determine a specific cause but found the issue was resolved after the service actions.

Manufacturer narrative:
The cobas 8000 cobas c 502 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable iron gen.2 results from the cobas 8000 cobas c 502 module compared to two other analyzers. The initial result was 6 ug/dl. The repeat result from two other cobas c502 analyzers was 14 ug/dl. This result was believed to be correct. The questionable low result was not reported outside of the laboratory.